Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced an infection at the implant site of their implantable pulse generator (ipg). The physician confirmed that the patient received antibiotic treatment. The ipg system remains in use. No further patient complications have been reported as a result of this event.